Manufacturer narrative:
Additional information was received that the issue was reported by a site radiologic technologist (rt). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the power supply one voltage was out of tolerance. The voltage was adjusted, and the issue resolved. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system was beeping upon boot up. There was no patient present when this issue was identified.